Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. A bluetooth reset was performed and the pairing was restored. The patient was stable throughout the event.